Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is on critical override. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and went offline in remote smart service. The field service engineer (fse) found that no connection on exiting ethernet port on the med station and moved the station to another port and confirmed that the station was connected. The fse also advised the customer to create a ticket for hospital information technology to have ethernet port fix. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
Correction: section h imdrf annex a grid & imdrf annex g grid, section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct section h imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is on critical override. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.